Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-17108. It was reported that the patient experienced tamponade and presented in clinic. Upon interrogation, it was noted the right ventricular (rv) lead was causing ectopy, and the right atrial (ra) lead capture threshold increased since implant. Upon fluoroscopy examination, the physician noted he didn¿t like the placement of the rv lead because it looked to be in the outflow tract. The physician also noted the ra lead's position was too far anterior. The patient was tapped to treat the tamponade on (B)(6) 2019. The leads were repositioned on (B)(6) 2019. There were no complications before, during, or after the procedures.